Event description:
It was reported that the external pulse generator (epg) displayed an error message when powered up. Another epg was used. The biomedical engineer had removed the battery to clear the error and the device powered up to the default settings. Technical support (ts) explained the cause for the error message. The caller cycled the power to ensure the device powered up to the default settings without any error message. The error cleared and the device powered up to the default settings. Therefore, the epg was restored to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).